Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications does the surgeon believe the ethicon device contributed to the reported events? Was there any mesh deficiency? Was there any medical/surgical intervention and/or any treatment rendered? The lot number given (mbbcwlxo) is not valid in our system. Please provide valid lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? What were the findings from the culture tests? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tension-free left inguinal hernia repair procedure on (B)(6) 2019 under general anesthesia and the mesh was implanted. Three days after surgery on (B)(6) 2019 the patient experienced hyperthermia and there was an increase of body temperature to 39.3¿. It was reported that the patient experienced a whole body fever, feeling of nausea, no chills, chills, no palpitation, chest tightness, shortness of breath and other discomforts, and blood tests, liver and kidney function electrolytes, and blood cultures were taken. It was also reported that action was taken to provide a physical cooler, compound anserin, and metoclopramide symptomatic treatment. On (B)(6) 2019, the patient's body temperature gradually decreased and returned to normal.